Manufacturer narrative:
The delivery device was not returned to bausch and lomb. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that four attempts were made to insert a li61aor intraocular lens into the pt's eye using ez-28b delivery device. According to the surgeon, the position of the lens in the pt's eye did not look right during the fourth attempt; therefore, the lens was removed. The surgeon then enlarged the incision in order to implant a backup lens of same model and diopter by using forceps. Sutures were used to close the wound. Per info received, the pt was uncooperative and moved during the entire procedure. Please reference MDR # 1119279-2012-00016 for the intraocular lens.